Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge and did not display a "defib pad short" message when connected to the multifunction cable. Complainant indicated that there were no pt involvement in the reported malfunction.